Manufacturer narrative:
(B)(4). (B)(6).

Event description:
It was reported that during a device replacement of a competitor product, an output anomaly was observed. When the lead was connected to the replacement device and a test shock was delivered, an alert indicating high, out of range hv lead impedance was noted. Lead will be revised.